Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws did not open after the device was inserted into the patient via a trocar. The device did not clamp the patient¿s tissue. Another device was used to complete the case. There were no adverse consequences to the patient. After the operation, the jaws opened when the doctor checked functionality. The doctor commented that the firing trigger might have been grasped.

Manufacturer narrative:
(B)(4).